Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from was received from a consumer regarding another patient with an implantable neuro stimulator (ins). Patient said regarding the other ones with "little wires" (patient possibly meant other medtronic devices) everything that he read about them said "oh I bent over and I had to have the wire attached or replaced", "oh I did this and this happened or that happened". Patient said he was referring to manufacture made equipment, patient said that there is a video on the manufacturers website. Patient said the guy that said the comment about "bending over and having to have his lead reattached or replaced" did not provide name just used initials. Patient said people on the site "just want to know information was received from like why is my leg doing this or that type of thing" no patient symptoms or complications were reported in this event.

Manufacturer narrative:
Correction to event date. Event date should be unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.